Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. Functionally, the device jaws would open and close normally considering the bent needle tail. As a result, measurements were taken of the pull wire curves and were found to be within specification. The condition of the returned incident device was consistent with the complaint that a wire was protruding at the location of the biopsy jaw hinge. Based on the gathered information and the analysis of the device, the failure found with the returned device could be caused due to anatomical/procedural factors encountered during the procedure which caused the product's performance to be limited. Additionally the dfu indicates that the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure as a biopsy specimen was about to be obtained, a wire could be seen protruding at the location of the biopsy jaw hinge. They did not attempt to obtain a biopsy sample. The forceps were removed from the patient. Additionally, it was noted that there was no scope damage, and the jaws were able to be opened and closed. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure as a biopsy specimen was about to be obtained, a wire could be seen protruding at the location of the biopsy jaw hinge. They did not attempt to obtain a biopsy sample. The forceps were removed from the patient. Additionally, it was noted that there was no scope damage, and the jaws were able to be opened and closed. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.